Event description:
Pt underwent a l4-l5 laminectomy with application of adcon-l. During the procedure, duramorph was administered via a small puncture in the dura. One month following the procedure, the pt presented with a spinal headache. Cerebro spinal fluid was aspirated. Two months post-operation, the pt underwent a reoperation. A small dural hole was found and repaired with one stitch.